Event description:
It was reported that when the asymptomatic patient presented for follow-up, post paced t-wave oversensing on the ventricular channel was observed via stored egm. No inappropriate therapy was delivered. Programming changes were made and induction test was recommended. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.